Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. The device was reprogrammed to resolve the event. Abbott technical support was later contacted and suspected the pptwos was due to fusion and recommended additional reprogramming, however, no further intervention was performed at this time. The patient was stable and will continue to be monitored.